Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the pump powered up to a blank display screen with the appropriate audio and vibration alerts. Reportedly the issue was resolved after two battery changes. Reporter stated that there was no trauma to the pump, no issue with the display and the buttons were functioning properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.